Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that an abutment screw fractured in the implant site #3. The broken screw could not be retrieved, there fore the implant was removed and site grafted. The patient will return to replace and restore the implant. Implant was previously placed at a different office.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown biomet screw & one 3i t3® tapered implant 5/4 x 10mm, bopt5410 was returned for investigation. Visual inspection via naked eye and camera magnification was completed. Fractured screw identified at threads and fragment was identified in the implant. Implant damage identified from the removal process. No pre-existing conditions noted on the complaint. The reported device was located on tooth site #3. No pictures or x-ray images were provided. Appropriate documentation was reviewed. DHR review could not be performed for the unknown biomet screw since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. DHR review could not completed for the bopt5410 since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review could not be performed for the unknown biomet screw since the item/lot numbers were not available. Complaint history review by item number was performed for the bopt5410 for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event. Based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.